Event description:
It was reported that there were sensing difficulties due to a defective setscrew on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that there were difficulties attaching a lead due to a problem with the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.